Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, after inserting the exchange sheath into the vessel, the clip applier could not be attached to the exchange sheath hub. The exchange sheath splitter appeared bent. The exchange sheath was left in the common femoral artery and a second clip applier was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the tip of the cutter was damaged, consistent with striking the end cap of the hub of the exchange sheath when attempting to engage the clip applier with the exchange sheath. During testing, an attempt to attach and fully engage the clip applier with the hub of the proxy exchange sheath was successful. Based on the findings, the root cause for the bent cutter was due to incorrect operator technique used to install the clip applier to the exchange sheath hub. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.